Event description:
Rn and md were attempting to place the angiocath in a pt when the catheter came loose from the hub, leaving them with two pieces. The catheter was intact. Leaving a 1-2 inch section exposed and the md was able to retrieve it using forceps. Consequently the pt endured another needle stick to have the line replaced. After the procedure the lot was checked by the rn and md. They manually tested six angiocaths, pulling with moderate force, they were able to pull the catheters free from the hub.